Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 796 mg/dl. Customer was hospitalized due to high blood glucose and stroke. Customer was hospitalized for three days in the ICU and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Healthcare professional requested that insulin pump be replaced. Customer attempted to change infusion set while in the hospital and excessive insulin was released into customer's body causing blood glucose to drop between 43 mg/dl and 46 mg/dl. Customer declined to troubleshoot for low blood glucose. No further information provided.